Event description:
The patient was implanted with a competitor's mesh and a t-sling. Later the patient experienced abdominal pain, recurrent urinary tract infections, dyspareunia, erosion at left (2 cm) and right sulci and mid-urethral left arm of the sling, exposure, urinary problems, bleeding and neuromuscular problems. A revision of competitor's mesh and t-sling under general anesthesia were performed.